Manufacturer narrative:
Sample information was not provided. Accutni quality control was performed to and after the erroneous results and was within the customer's established range. A system check was performed on (B)(6) 2010 and met specifications after the customer put on a new set of aspirate probes. On (B)(4) 2010, the field service engineer identified that the connection between the peri pump tubing and the aspirate probe tubing was not fully seated. A system check was performed and met specifications. Root cause was not determined, however the loose connection between the peri pump tubing and the aspirate probes may have contributed to the event. This reportable event was identified during a retrospective review conducted between january 1, 208 and october 23, 2010 of complaints for additional reportable events. This is event 1 of 2 reported by this customer. This MDR is related to MDR 2122870-2010-00240 which addresses the testing performed on the day shift on (B)(6) 2010.

Event description:
Customer reported erroneous accu tni (troponin I) test results were obtained for two patient samples when using the access 2 immunoassay system. Both samples were tested on the night shift from (B)(6) 2010. The test results were erroneous and discrepant. The erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 1 of 2 reported by this customer involving four patients tested on two different shifts. This MDR is for the testing performed on the night shift on (B)(6) 2010.